Event description:
It was reported that cartridge alarm 20 occurred on pump. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump until replacement arrived, while technical support confirmed warranty status, arranged shipment of replacement pump, instructed customer to place problematic pump into storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.